Event description:
It is reported that the blue impactor pad for the tm modular baseplate broke during impaction. All pieces were found and discarded without incident.

Manufacturer narrative:
Evaluation summary: the impactor pad was broken during impaction. Normal wear of the part due to repeated removal and installation as well as the sterilization process can cause the part to break. It is alleged that the blue tibial impactor pad broke during impaction. The device was not returned for review nor was the lot number provided for a thorough device history record investigation. The potential field age and use of the device is unknown. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.